Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had blood glucose levels of 591, 498, 496, and 491 mg/dl. Customer reported treating with the insulin pump. The customer also stated that she was recently taken to the hospital via ambulance due to a high blood glucose level of 591 or 491 mg/dl. Customer was wearing the insulin pump at the time of the incident. Blood glucose level on the day of the call was around 90 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.